Event description:
Boston scientific crm received information that a local rep contacted technical services on june 18, 2009 to ask for patient's information. The patient was scheduled for a pocket revision procedure due to infection. Subsequently, boston scientific crm received information from the local representative that the patient was taken to the ep lab. The pocket was reopened and the area was debrided. The pocket was closed and no further intervention was required. The device and lead system remains in-service. There were no other patient adverse events reported.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.